Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device was defective and leaked. It was reported that leakage found during drug administration at PICC; suspected q site damage during use.